Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 20th april, 2022 getinge became aware of an issue with powerled ii surgical light. As it was stated paint was peeling. There was no injury reported, however, we decided to report the issue in abundance of caution, as any parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled ii surgical light. As it was stated paint was peeling. There was no injury reported, however, we decided to report the issue in abundance of caution, as any parts or particles falling off into sterile field or during procedure may cause contamination. Based on information provided by getinge technician, the replacement of the single fork arch was performed and the affected device was returned to use. Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due to paint peeling which could be considered as technical deficiency, and in this way device contributed to event. There is no indication if the device was being used for patient treatment at the time when the event occurred. When reviewing reportable events for this type of issues we were able to establish that the received incident of paint peeling on powerled ii surgical lights occurs at very low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at the manufacturer¿s site, the light head fork involved, ard569202001, having a crack on the connection axle/tube on the keypad side, was sent, for expertise, to the supplier ¿vpic1¿. A visual inspection and a welding analysis were performed. The report mentions that the visual inspection revealed a collision mark located on the fork at the edge of the keypad and a crack on the paint surface; after removing paint, the crack remains at the weld line. During the welding analysis the crack area was cut in 4 sections to check the welding penetration. The results of the welding analysis show that the weld penetration meets to the specifications and show that there is no presence of pinholes in the weld. The report concludes that the part is deformed due to impact, which is a potential cause of the crack at the weld line. The test report re 18-073, on welding connection of the forks, requested by the verification plan of the powerled ii project, indicates that the load test comply with the requirements of iec 60601-1 ed. 3.1. To prevent any incident the user manual for powerled ii mentions to check that the device has not suffered any impact damage and to check for any chipped or missing paint during the daily inspections before use. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.